Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high thresholds and high out of range pacing impedance measurements of greater than 2000 ohms. The cause of the impedance issue was not conclusively determined. Surgical intervention was performed and the rv lead was surgically abandoned. No additional adverse patient effects were reported.